Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and a competitor's leads, coded in the emergency room. The physician requested the device information from the field representative who does not recall anything else about this event. It is unknown how this sutiation was resolved or the patient outcome.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.